Event description:
It was reported that seven (07) large volume infusors underinfused during infusion. Further clarified that the devices 'are always 85-90% infused'. These contained benzylpenicillin (seqirus) 14400mg in 240ml of sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date^: the events occurred between november 07, 2024 - december 09, 2024. H4: the lot was manufactured between november 16, 2023 and november 20, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.